Event description:
It was reported that on an unknown date, the patient underwent open reduction/internal fixation of a right bimalleolar open ankle fracture. Three weeks post-op, the patient presented with right ankle pain. Physical exam showed purulence coming from the lateral traumatic lesion, along with skin breakdown and exposed hardware, thus suspecting for acute osteomyelitis of the right ankle secondary to an open fracture. Four weeks post-op, the patient underwent incision and drainage of a suspected right ankle osteomyelitis and application of a vac dressing. 4 days later, patient underwent repeat incision and drainage of a suspected right ankle osteomyelitis and application of a vac dressing. 3 days later, patient underwent final incision and drainage of a suspected right ankle osteomyelitis and application of a vac dressing. This report involves one unk - screws: cortex: trauma. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. This report is for an unknown screws: cortex: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.